Event description:
(B)(4). Essure had badly effected my life. One of the could broke inside my fallopian tube a result was having my tube surgically removed. Also developed a huge cyst on my ovary and had to have both removed. Pain in abdomen. Hair loss. Depression. Hormonal changes.